Event description:
It was reported that this atrial lead had dislodged one day post implant. The dislodgement was confirmed via x-ray and review of electrograms which showed atrial pacing resulted in ventricular capture. The device was reprogrammed vvi to prevent the potential for r/t induced arrhythmia. A revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.